Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient noticed symptoms approximately on (B)(6) 2024 that the insertion site was red and hurts when touched. The patient consulted hcp who confirmed that the site was infected. The hcp did not prescribe any medication, but recommended sensor removal. A new sensor insertion was scheduled for (B)(6) 2024 to continue using eversense e3 continuous glucose monitoring system (cgm). This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site. The sensor was inserted (B)(6) 2024. The patient began noticing the symptoms such as redness and pain approximately around (B)(6) 2024. The patient reported that it got better before getting worse. The patient consulted hcp who confirmed the infection and recommended sensor removal.